Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung transplant procedure, the device cut but did not staple completely. The staples were fired but did not close completely. There was an incomplete cut. It was necessary to execute the cut and complete the suture. No adverse pt consequence reported.